Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files inspection: the user did not inform the program that was in use. On 05/11/2025, the user programmed a volume of 1000ml, flow rate of 41.67ml/h, for an infusion over 24 hours. At 02:16:25, the user started the infusion. At 02:16:28, the upstream alarm was activated by the equipment, stopping the infusion. The user deactivated the alarm at 02:16:31. At 04:24:00, the upstream alarm was activated by the equipment, stopping the infusion. The user deactivated the alarm at 04:25:25. The user stopped the infusion at 04:26:14. The total volume infused at this time was 88.65 ml. This alarm is triggered whenever there is an obstruction in the infusion set, between the equipment and the bag or ampoule containing the medication. We did not find any errors in the infusion time or volume infused in history. It was the user's decision to stop the infusion approximately two hours after it started. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the last programmed setting by the user to check the accuracy of the device. The programmed volume was 1000 ml, with a programmed flow rate of 41.67 ml/h, in 24h00min21. The volume infused was 1000 ml with an error of 0.0% and the infusion time was 24h00min21 with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec 60601-2-24). Conclusion: the technical defect could not be confirmed. According to history, the infusion occurred according to programming and user actions. The result of the functional test showed that the equipment is infusing correctly and precisely according to the programming and user actions. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "the medication pump was programmed to infuse over 24 hours, but it infused in 2 hours".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.